Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was inaccurate and that the pump indicated a data log corruption. It was also reported that an altitude alarm occured. Reportedly, the pump was not outside the labeled altitude operating range. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.